Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 85 90-1, lot# n488695, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
It was reported that the patient was having spinal headaches and there was a fluid pocket at the incision site. There was no alleged product issue. Diagnostic testing included x-rays. Surgical intervention was needed to add a new purse string suture. The symptoms noted were a headache and seroma along the catheter track. The patient¿s status at the time of report was alive ¿ no injury. It was later reported the patient was now receiving effective therapy. The pump was used to infuse lioresal.